Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the devices screen is too dark to read. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during pm the display is very dim at the highest brightness level, screen is faintly visible, and unit has 2.30 software, advised customer a display assembly with 2nd gen liquid crystal display (lcd) can be installed to correct the issue, customer requests onsite service to complete the service. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced liquid crystal display (lcd) 2nd generation, user interface (ui) printed circuit board assembly (pcba) board, ui lcd cables to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.